Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drop in impedance and varying capture values were observed on the lead one day after implant. It was determined that the lead had become dislodged. The patient was asymptomatic. The lead was successfully explanted and replaced. No additional information was available.